Manufacturer narrative:
. E3: occupation: cath lab supervisor h4: device manufacture date: unknown due to unknown lot number. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical received the following information: it was reported that the patient had to go for a fasciotomy following a tr band malfunction. The patient had a bad hematoma that was discovered in recovery. Procedure performed prior to the use of the tr band was a percutaneous coronary intervention (pci). The estimated blood loss was less than 250cc.